Event description:
It was reported that the patient required revision surgery for poly liner swap.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00468, 342-14-707, s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.